Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent capture at maximum device outputs during the post implant check. Lead dislodgement was observed, which resulted in a revision procedure the following day. The lead was repositioned without further incident. No additional adverse patient effects were reported.